Event description:
It was reported that the flow restrictor of a large volume infusor was blocked. This was noticed during preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: this was observed during preparation of the device to include chemotherapy medication. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed the device's lot number and tubing line; there was no evidence of the reported blockage. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.